Event description:
It was reported that the stent could not be reconstrained and inadvertently deployed. The target lesion was located in the carotid artery. A filterwire ez embolic protection system was selected for use, but the peel away did not work. A second filterwire ez was opened, but the same problem occurred. In this case, the peel away worked but with difficulties. Subsequently, a 10.0-24 carotid wallstent self-expanding stent was advanced; however, only partially opened up to the proximal part. The stent could not be fully deployed, nor could it be reconstrained. The physician then recaptured first the filterwire and then used the same retrieval sheath to recapture the partially deployed stent. After removing the stent system from the patient, the stent jumped out of the sheath. The procedure was completed with an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 10.0-24 carotid wallstent self-expanding stent was received for analysis. Visual and tactile examination of the catheter/delivery system found no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues were noted with the stent cup or the stent holder.

Event description:
It was reported that the stent could not be reconstrained and inadvertently deployed. The target lesion was located in the carotid artery. A filterwire ez embolic protection system was selected for use, but the peel away did not work. A second filterwire ez was opened, but the same problem occurred. In this case, the peel away worked but with difficulties. Subsequently, a 10.0-24 carotid wallstent self-expanding stent was advanced; however, only partially opened up to the proximal part. The stent could not be fully deployed, nor could it be reconstrained. The physician then recaptured first the filterwire and then used the same retrieval sheath to recapture the partially deployed stent. After removing the stent system from the patient, the stent jumped out of the sheath. The procedure was completed with an alternative device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 10.0-24 carotid wallstent self-expanding stent was received for analysis. Visual and tactile examination of the catheter/delivery system found no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues were noted with the stent cup or the stent holder.

Event description:
It was reported that the stent could not be reconstrained and inadvertently deployed. The target lesion was located in the carotid artery. A filterwire ez embolic protection system was selected for use, but the peel away did not work. A second filterwire ez was opened, but the same problem occurred. In this case, the peel away worked but with difficulties. Subsequently, a 10.0-24 carotid wallstent self-expanding stent was advanced; however, only partially opened up to the proximal part. The stent could not be fully deployed, nor could it be reconstrained. The physician then recaptured first the filterwire and then used the same retrieval sheath to recapture the partially deployed stent. After removing the stent system from the patient, the stent jumped out of the sheath. The procedure was completed with an alternative device. There were no patient complications as a result of this event.